Event description:
Customer reported that the machine worked for the first half of an operation and then suddenly no longer worked. A second-generation battery was used. This battery worked without issue after the machine was exchanged. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The 510k: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed, the technician found the motor was not functioning optimally. Maintenance was performed. Device was returned to the customer on (B)(4) 2013. Placeholder.